Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was around 200 mg/dl,but not above 240 mg/dl. Multiple attempts were made to follow up with the customer on the reported issue; however no response from the customer was received.